Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the suction tube and appeared to be dry human tissues; however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. It is unknown if reprocessing was fully performed according to the instructions for use (IFU). The following information is stated in the instructions for use (IFU): chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the water suction tube was clogged with foreign material which could not be removed and there was foreign material exiting from the channel from behind the forceps elevator. This was attributed to insufficient cleaning, wear and tear damage with increasing use/time. Additional evaluation findings were as follows: the scope cover had discoloration, elevator channel plug was loose and due to both damage and clogging of the channel tube, water tightness was lost and the suction function did not work. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope was clogged. Inspection and testing of the returned device found clogging inside the channel tube and the water suction tube was clogged with foreign material. There was no report of delay or patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.